Manufacturer narrative:
Examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of the trial extractor spatula broke while removing trial poly. All pieces were retrieved from patient, there was no impact on the case, and the surgery time was not extended.